Event description:
It was reported that pump experienced repeated malfunction alarms, during which customer¿s blood glucose level rose to a high value that was reported only as ¿high.¿ there was no additional information provided regarding the exact blood glucose value or any other health impact to the customer. Customer did not take any actions to address high blood glucose at the time, and technical support confirmed that pump malfunction code was resettable but had occurred multiple times, so pump replacement was arranged under warranty. Customer planned to continue using current pump until replacement arrived and was advised to use backup insulin method if necessary, and technical support provided instructions for storage mode, return of problematic pump within 10 days, and setup of replacement pump and connected glucose monitor, all of which customer understood and acknowledged.